Event description:
It was reported that during an open hepatectomy, the staple line was opened when an anastomosis device was inserted from the anus though the device seemed to be fired without a problem. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: after the cs40g was fired, were the staples in b-formation? No, some staples in the middle of staple line were unformed and a leg was unformed of some staples on the distal end. Were any staples missing from the staple line prior to inserting the anastomosis device?no, staples were malformed. Does the patient have a history of cancer? No information. Had the patient had radiation in the area where the device was fired? No information. What was the condition of the tissue where the device was fired? Regular. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.